Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. The patient had not returned to the office and had a visit on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's therapy was turning off by itself. The caller indicated that the implant "will not stay synced" and the patient will have symptoms of over flow incontinence or loss of bowel control. The patient will check the device and it will say to sync so the patient turns everything back on and syncs then 3-4 hours later the same thing will happen. The patient reported that they can feel stimulation, but if they are moving or working they can't feel it because they are moving or working. During the call the implant was checked and stimulation was found to be turned off. After turning stimulation on at 1.5 on program 1 the patient confirmed feeling stimulation. The patient was advised to follow-up with their healthcare provider (hcp) regarding the implant turning off unexpectedly. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.